Event description:
It was reported that during a percutaneous transluminal coronary intervention a balloon rupture and air embolism occurred. The target lesion was located in the non calcified and mildly tortuous left anterior descending artery (lad). The 2.0 x 15mm emerge otw balloon catheter was inflated to 12atms and ruptured. After the balloon ruptured in the lad an air bubble went in to a diagonal branch (dx) and it closed down. The dx wa successfully re-opened. The procedure was completed with a different device. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).